Event description:
It was reported a patient's right ventricular lead presented with noise. The lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure there were no patient consequences.